Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "handpiece to prime" (failure to prime); "no sound" (no voice prompts). A customer reported no sound was received during surgery. After the case, the system was rebooted and worked fine. The customer also reported problems with tuning the fragmatome handpiece. The surgeon had no planned on using the fragmatome, but then requested to use it and the handpiece couldn't be primed. The system was rebooted and the handpiece was primed. The case was completed without further incident. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and found the sounds and tones worked normally. The rep verified that when a fragmatome handpiece is inserted after priming and the fragmentation mode is selected, there is no prompt to tune. This is a normal operation. Selecting set-up then tune or pressing the footswitch will bring up a tune prompt. The system was tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related report for this system. (B)(4).